Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. The pneumatic block was replaced to address this issue. The investigation determined that the reported event was due to poor soldering of the sensor main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.